Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a follow up abnormal pace impedance measurements, high pacing thresholds and loss of capture was noted when it come to this right atrial (ra) lead. A lead fracture was alleged. A revision took place this ra lead was abandoned electrically and remained in the patient. No adverse patient effects were reported.